Event description:
Increasing pain, fluid collection, high levels of cobalt chromium.devices - depuy summit femoral stem depuy asr acetabular cup with porocoat ha coated size 58 depuy asr unifemoral implant size 51, cobalt chrome head, and depuy asr taper sleeve adaptor +2mm taper with a 12-14 taper.